Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer alleged the insulin pump was under delivering because there was gap at top of reservoir bottle when taken out. The customer's blood glucose level was 24 mmol/l at the time of incident. The customer's another blood glucose levels were 9 mmol/l. . The customer was treated with insulin pump for high blood glucose level. The customer was assisted with troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.